Event description:
The clinic reported that a laser vision correction patient presented with recurring epithelial ingrowth. The patient's flap was lifted and the ingrowth was removed. The patient presented previously with an epithelial ingrowth on (B)(6) 2011 (reference medwatch #3006695864-2011-00095).

Manufacturer narrative:
(B)(4) epithelial ingrowth. No clinical support or service was requested. Customer is reporting incident only. No issues were reported on the equipment at the time of the patient's treatment. An annual preventative maintenance was completed on (B)(4) 2011 for this system. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.